Manufacturer narrative:
One device was returned for analysis of invalid syringe size complaint. There was no recent service history. Review of event log found invalid syringe size, check syringe flange sensor. Initial evaluation found a missing battery and the syringe size potentiometer would not register any movement in the barrel clamp. Internal inspection found the screw for the syringe size potentiometer to be missing causing the potentiometer to fall out of the barrel clamp guide. Replaced syringe size potentiometer and missing screw. Pump passed all functional testing post repair.

Event description:
It was reported that an invalid syringe size was detected. The event occurred during set up.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.